Manufacturer narrative:
The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
The product has not been returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a scratch on an intraocular lens (iol) noted during postoperative follow up. The physician suspects that the lens was scratched due to the cartridge during loading, although the exact cause of the scratch is unknown. An iol exchange will be considered after further follow up visits. There was no harm to the patient. Additional information is requested.